Event description:
It was reported that during a da vinci surgical procedure the tip cover accessory installed on the monopolar curved scissors (mcs) instrument became perforated. As a result, arcing occurred and the patient's vein was burnt. The same incident then occurred two additional times with two other separate tip cover accessories before the case was completed. This medwatch MFR report is for the second occurrence of arcing. Medwatch MFR report 2955842-2011-00316 and 2955842-2011-00318 were submitted for the first and third occurrences of arcing.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed a .025 x .035 oval shaped hole in the silicone. The hole is located .280 above the silicone to sleeve interface. The silicone exhibits localized melting around the hole, indicative of arcing. A mechanical tear at the distal end of the silicone was also observed. Multiple requests for additional information have been made to the customer. To date, no additional information has been received. General precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. - inspect the tip cover accessory periodically during use. If any damage or tears are observed, replace the tip cover accessory with a new one.